Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a loose/flush drive support disk. Cracks to the case, reservoir tube, battery tube threads and a scratched display window noted.

Event description:
It was reported that the insulin pump alarms during the prime process. The insulin pump quit working. The dome sticker fell off. The blood glucose reading is 600 mg/dl. Customer treated with manual injection. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.